Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: unk-m-sc-2316-50, model: sc-2316-50, serial: unknown, lot: unknown. Product family: scs-splitters, upn: unk-m-sc-3400-30, model: sc-3400-30, serial: unknown, lot: unknown. H6 3191: no code available was used as there is no equivalent FDA code for surgery. The complaint of inadequate stimulation was unable to be confirmed through product analysis. The probable cause has been traced to no problem detected.

Event description:
It was reported that the patient requested to have her entire system explanted due to lack of efficacy/pain relief. The patient status is unknown.

Manufacturer narrative:
Correction to: b5 describe event or problem.

Event description:
It was reported that the patient stated she felt inadequate stimulation as she felt a lack of pain relief and elected to undergo an explant procedure where all the devices were explanted. The patients status post-operatively is unknown. The physician believed the system was effectively working for managing her pain. The lead splitter serial number 623395, and lead anchor lot number 22388187 will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Correction to: b5: describe event or problem. H6: patient code. H6: impact codes. Supplemental 001 MDR h10; h10 should have stated; the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The complaint of inadequate stimulation was unable to be confirmed through product analysis, and the physician noted the system was working as intended, therefore, the probable cause cannot be determined. Additional information was received on the unknown suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), lot: 17696942. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), lot: 17458921.

Event description:
It was reported that the patient stated she felt inadequate stimulation as she felt a lack of pain relief and elected to undergo an explant procedure where all the devices were explanted. The patients status post-operatively is unknown. The physician believed the system was effectively working for managing her pain. The leads, lead splitters, and lead anchor will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), lot: 5041177. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), lot: 667929. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, lot: 22388187.

Event description:
It was reported that the patient requested to have her entire system explanted due to lack of efficacy/ pain relief. The patient status is unknown.